Event description:
After using a 6f lcb cordis guide to engage, the physician could not advance the 300cm filterwire beyond the turn between the ostial lesion and the (more) distal lesion. The physician placed a hi-torque floppy wire in the distal anatomy and pre-dilated with a maverick, then a nc ranger, and finally a cutting balloon in both lesions (the lesion would not yield until the cutting balloon was used). As the filterwire still would not advance past the bend, it was deployed distal to the ostial lesion while maintaining distal placement of the floppy wire. Following the successful placement of a 3 x 18 cypher stent, the pt went into ventricular fibrillation and was shocked two or three times. A 3x9 nc ranger was used to post-dilate at high atmospheres. The physician tried to use a retrieval sheath and bent tip retrieval sheath to retreive the filter wire device, but neither sheath would pass through the stent. Several unsuccessful attempts were made to force the delivery sheath down the stent and pull the filterwire at the same time. The pt then underwent surgery to remove the device. The surgery was successful at recovering the fitlerwire and stent, and the pt is reported to be doing well.